Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for sleeve fall off with the incident lot was observed, however a terumo tube was used which is not compatible with the bd blood transfer device. The terumo product used in conjunction with our btd and other acquisition products sometimes is incompatible due to the design of the foil closure of the tube which is comprised of a centralize small hard septum surrounded by a stiff thin foil closure. This stopper design can trap the btd sleeve, causing it to pull off or be trapped and exposing the non-patient (np) needle. Without the sleeve in place, leakage occurs. This closure design is not as robust as the bd tubes in which the closure is a soft rubber stopper material which does not allow the sleeve to get caught or hung up. The sleeve compresses on top of the stopper allowing np needle to pierce through stopper material allowing blood flow. Once removing the tube from the np end, the sleeve then safely retracts back over the np needle (without any leakage) allowing the phlebotomist the opportunity to transfer another tube safely for collection. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and the issue of sleeve fall off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use with a bd vacutainer® blood transfer device holder with female luer adapter the sleeve fell off needle. The patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reports that the np needle was broken during blood transfer.